Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/06/2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up arrow keypad button was found to be unresponsive; the down arrow button had an intermittent response; the ok and contrast keypad buttons responded appropriately. There was evidence of contamination found under the up arrow, down arrow and ok key contacts. During evaluation, moisture was observed in the battery compartment. A leak test was performed and no leaks were found. The pump case was opened and no further evidence of moisture was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that up button was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.